Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory and was due to the battery being depleted. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the device could not be interrogated. The physician decided to perform the carotid sinus massage and in the surface ECG absence of ventricular pacing was observed. The device was explanted and replaced. The patient's condition was good at the end of the procedure.